Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect computer finds the initial test showed power cycling every 9 seconds. Re-seating ram solved problem as computer passed all testing after ram was re-seated. Medtronic representative replaced computer, issue resolved. No further issues reported.

Event description:
A medtronic representative reported an unexpected exit while in synergy fusion. The issue was replicated several times, each time the software exited at a different point. There was no patient present when this issue was identified.